Event description:
It has been reported to philips that the wireless footswitch was not working. The battery indicator was red and the wi-fi indicator was flashing red. The wireless footswitch has been charging and has been shut down completely, but the issue continued. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. Per the information collected, the wi-fi indicator on the footswitch was flashing red, the battery indicator was solid red and the state of the error led indicator on the base station was red, which indicate that there was an error in the wireless connection. The philips service engineer inspected the system onsite and confirmed that the wireless footswitch battery was not charging. The philips engineer reset the wireless footswitch by replacing the battery. By removing the battery, the power to the footswitch is removed which resets the software. The same effect would be achieved by reinserting the battery. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). The codes were updated based on the investigation outcome. Health impact code code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.